Manufacturer narrative:
Follow-up #1: date of submission 05/05/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/17/2017 with the following findings: the black box showed a cs12 alarm. The pump was next powered off to clear the alarm. When the pump was powered back on, the time/date reset to default settings. The time/date were not corrected. The pump ran with default time/date until (B)(6) 2007 at 01:33 when a pump reboot occurred & a cartridge change & battery change were made. The pump was powered back on & deliveries were resumed. A manual time/date change was then made. An error, alarm and warning 174 basal edit ¿not saved¿ was recorded. It was recorded that the user attempted to edit the basal rate but did not select save. The pump reboot then followed. The deliveries resumed. The pump booted with audible, vibrations and a unreadable dim/fading display screen. The required test steps was unable to be verified and the complaint was unable to be adequately investigated due to a dim/fading/unreadable display screen. The battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 26 mmol/l with symptoms of excessive thirst. The alleged blood glucose excursion does not meet criteria for a serious injury. The reporter reviewed the pump history with a customer technical support representative and found that the basal history did not match the active basal program and that there was no known reason for the variation. This complaint is being reported based on the allegation of an inaccurate delivery of the pump.